Event description:
A distributor in sweden reported a cartridge alarm issue with a customer's pump, categorized as alarm 20, occurring during pumping. There was no reported impact on the customer¿s blood glucose level. Despite assistance from technical support to load a new cartridge, the alarm persisted, leading to the decision to replace the pump within warranty. The customer was informed about the pump replacement and provided instructions for returning the faulty pump to tandem. No information was disclosed regarding the customer¿s backup insulin therapy.